Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/17/2015 with the following findings: investigation revealed that there was contamination under all of the button contacts. Evaluation also revealed that the battery compartment was cracked and the display screen was dim and discolored. The pump¿s vibratory alerts were not functioning. Audible functioned properly. The pump was opened and the vibration motor connector pins were found to be misaligned. When the vibration motor was connected to an external power source, the vibration motor vibrated properly. Unrelated to these issues, the keypad cover was observed to be peeling. All of the keypad buttons responded appropriately during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed contamination under all of the button contacts. Evaluation also revealed that the battery compartment was cracked and the display screen was dim and discolored. The pump's vibratory alerts were not functioning. The vibration motor connector pins were found to be misaligned. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 11/17/2015.